Event description:
The device was returned due to the keypad and power button being defective, and the customer alleged the device would not power on. The results of the investigation found that the device's downstream occlusion (dso) seal was degraded, and that the inside of the pump was completely burnt. There was unknown patient involvement. No patient harm or adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue. Additionally, it was found that the interior of the pump was completely burned inside, due to electrical overstress. The device gave off a very strong smell of smoke. Most of the device's internal components were replaced due to this issue.